Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (value not provided) due to the pump not delivering insulin. As the contact did not have possession of the pump at the time of the report, tandem technical support was unable to perform a pump system check. Although multiple attempts were made by tandem technical support to obtain additional information and perform a pump system check, contact did not reply.